Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: r-unit (charged coupled device) carbonization, r-unit (charged coupled device) damaged, cable unit damaged, fiber cone carbonization. Component failure of the r-unit (charged coupled device), component failure of the cable unit, component failure of the r-unit (charged coupled device), and component failure of the fiber cone. Based on the results of the investigation, it is likely that the r-unit damaged occurred due to the component failure of the r-unit, cable unit damaged caused by a component failure of the cable unit, r-unit carbonization caused by a component failure of the r-unit, fiber cone carbonization caused by a component failure of the fiber cone. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred middle of the therapeutic laparoscopic cholecystectomy procedure.

Event description:
It was reported that the rigid video scope had a dark image. The issue occurred during set up and inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.